Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log did not reveal air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor fluid values were out of specification and unable to be calibrated. The ultrasonic sensor will be replaced in the repair process.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of air in line during volumetric testing in the biomed service department. There was no patient involvement. No additional information is available.